Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information: the clips did not fire correctly? Not firing in the right way. What firing did the issue occur? Clips getting jammed in the jaws. Was there any torqueing or twisting during firing of the device? Yes. Were there any unusual noises heard during firing? No. Did the primary surgeon fire the device? If not who fired the device? Yes. The surgeon fired the device the device (a) was returned in good visual condition for analysis. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality it cycled and fed fifteen conforming clips then it did lockout without any difficulties noted. No incident related to the reported event was observed during the batch record review. The analysis results of the device (b) found that it was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws scissor clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # (B)(4), expiration date: 11/2017, manufacturing date: 12/2012.

Event description:
It was reported that during a low anterior resection procedure, the clips were not firing correctly. No patient consequences reported. Procedure was completed with same like device.